Event description:
It was reported to philips that the system's monitor was unable to display, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure, which was completed as planned by using another monitor. The philips remote service engineer (rse) analysed the system remotely and identified that the monitor was unable to display. Upon troubleshooting actions, the fse inspected system onsite and identified that the monitors power supply had failed. The fse restored the monitor by connecting it to an existing power source. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system using another monitor, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.